Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia episodes, and high impedance. As well, the lead was suspected to be fractured. The patient presented with syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.